Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after an experienced nurse loaded the sutures, the suture came out at the end of the needles when being used by surgeon. There was a very slight delay to surgical completion due to opening and loading a new suture. No patient injury.